Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) noted that during the implant procedure of this system, no defibrillation threshold (dft) test was performed. Ts inquired if the patient had experienced trauma, and the health care professional (hcp) confirmed a fall episode a month ago. No adverse patient effects were reported. At this time, this device system remains in service. Confirmed.